Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshot over the phone. The customer replaced the ise (ion selective electrode) tubing and cleaned ise module which resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 700 au generated erroneously erratic results for sodium (na) patient results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.